Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a 68-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a 5.5 pump support ongoing for a patient admitted in (B)(6) 2024 with cgs (cardiogenic shock) and cardiomyopathy. The support was for over 12 days. In (B)(6) 2024 there was documented adverse events for the patient, as the support was in the loqi registry. The registry documented mof (multiple organ failure) and cgs with a possible relationship to impella use. The patient was placed on care/comfort and expired.

Event description:
It was further reported in the loqi registry, that the patient experienced renal failure and sepsis. The patient was started on continuous renal replacement therapy (crrt). Patient became oliguric. It was also reported that the patient had sepsis which was treated with antibiotics.

Manufacturer narrative:
The investigation for the renal failure and the sepsis infection has been completed. Impella pump was not returned. Data logs were reviewed and placement signal trend declining. Several suction alarms found during the case. No motor current spike or other abnormalities found. The cause of the renal failure, sepsis, cardoigenic shock, and multiorgan failure was not determined since product was not returned and due to insufficient clinical information. Added-h6 clinical codes 3261, 2067, 2262; h6 impact code 4641, 4644 b2 selected required. Intervention to prevent permanent damage. B5-updated description of the event. H6 component code 4755 changed to 925.